Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-40457.

Event description:
Customer's parent reports that customer has received a no delivery alarm during bolus delivery. Customer's blood glucose was 348 mg/dl. Blood glucose not treated as awaiting prescription from doctor for syringes. During troubleshooting, it was found that alarm was caused by infusion / reservoir occlusion. No further information provided.